Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant med products and therapy dates: compact air drive device; (B)(6) 2020. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during pre-surgery, it was discovered that the motor of the compact air drive device was not running and overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the device was generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor of the compact air drive device was damaged and would not run. It was further determined that the device failed pretest for check the function of the device, and check the power with the test bench. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.